Event description:
1.9fr. PICC line broke.

Manufacturer narrative:
Complaint investigation (B)(4). This report was assessed and determined to be an MDR based on our MDR reporting criteria. Included in this "closure" report is a completed complaint investigation analysis ((B)(4)).